Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the determined that the device had low power. It was also noted that the device failed the power with the bench check, missing a safety disc from one of the electronic control unit contact pins, electronic control unit contact pins were corroded, motor was corroded and other components were found to be worn, corroded and damaged. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an anterior cruciate ligament surgical procedure, it was observed that the small battery drive device was really weak and not strong enough to drill through the bone. It was reported that there was a two minute delay in surgery and a spare device was available for use. It was reported that the procedure was completed with no further issues. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.